Event description:
It was reported that a clearlink system continu-flo solution set leaked (about 10 drops total) dextrose 5% in water due to a hole in the tubing; further described as "about 2 inches from the phaseal after unclamping the line". The issue was identified when the nurse was setting up carboplatin for the patient. The line was re-clamped and returned to the pharmacy. The pharmacy replaced the line and drug was administered without further issues. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The user facility submitted medwatch (B)(4) for this event. Device manufacturer address 1: (B)(4). Parque industrial. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.